Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-01473. The patient received two occipital (off label) leads. It is unknown which one is related to the allegation. Therefore, both the leads are being reported. It was reported the patient experienced unintended stimulation (date of event unknown). A system diagnostics determined high impedances on the left lead. A sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-01473. Additional follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the leads were explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.